Event description:
The manufacturer received information alleging a ventilator will not power on past the start screen, will not boot. There was no harm or injury reported. The device was not in patient use. The customer is taking responsibility to correct/repair the device. The customer was advised to replace the system board and install latest software, perform visual internal inspection during repair. The customer states the system board was installed but problem persists, advised customer to try reloading software (current software version:1.05.06) and consider replacing power supply per ev300 service manual, no further follow up requested, issue resolved.